Event description:
It was reported that the patient did not know how to "reset" his implantable neurostimulator (ins). Every time he changed the settings it would go back to where it was. It was up at 7-8 when he was walking but when he sat it did not adjust and he could not stand having it that high when he was sitting. This started about 2-3 weeks ago. His hip and leg were driving him nuts. The patient synced the patient programmer (pp) to the ins and it was determined that the patient was on group a at 4.70 v and in the upright position and he had been sitting for a while. The patient was advised to maintain a position for at least 3 minutes for the ins to remember the setting, and that upright and sitting was the same thing as the ins could not distinguish between the two. It was later reported that there was a 50% or greater symptom reduction. A healthcare provider (hcp) spoke with the patient on (B)(6) 2015 and he was doing very well. The stimulator had been life changing and the patient rated pain 0-1/10. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).